Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint receiver was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5192109), being used with the complaint receiver was returned on (B)(4) 2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Evaluation of the transmitter did not confirm the reported event of a permanent out of range signal.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report permanent out of range signal on (B)(6) 2015. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).